Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the reported issue and found several faults in the service logs as well. In order to fix the issue, the fse replaced the fiber optic module (0997-00-1169). The fse then completed the full calibration and the unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. The fiber optics would intermittently fail. It is unclear if a patient was involved but no patient harm or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic issue. The fiber optics would intermittently fail.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.